Event description:
Osteoporotic pt diagnosed with scoliosis and debalancement on the left convexity portion of the spine. Surgery performed in the context of spondylolisthesis l4-l5 with matrix screws, rods, locking caps and transconnector at l3 to l5. Surgeon noted that the right l3 pedicle screw had pulled out of the bone. Pt underwent revision surgery. During hardware removal, the l5 locking cap became stuck and stripped in the head of the screw. Several instruments were used to remove the l5 locking cap, screw and rod. It is unk if the l5 cap, screw and rod was on the pt's left or right side. Pt was revised to uss dual opening system from l2 to l5 with hooks in l5. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Synthes is currently unable to determine if there is a lot number at this time, as the rod is stuck to the other devices. Subject device has been rec'd and is currently in the eval process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Manufacturing evaluation reports the following: rod received as a construct that includes locking cap assembly and screw. The rod shows marks and scratches of use. All described nonconformities are post manufacturing damage. The dimensions were found to meet the specifications as per the actual drawing. The anodized color is rose red and correct. Associated to the reported event description this complaint is invalid from a manufacturing standpoint. The product development event evaluation is reported as follows: the design is appropriate for the intended use. The system includes a variety of bone screw sizes lengths and diameter and multiple rod material options 3 materials for different patient needs per the surgeon's preference. The interface of the screw, rod, and locking cap is designed and tested according to requirements.